Event description:
A customer reported that a pump had a cracked and shattered touchscreen, making it unsafe to lift the screen protector. However, they were still able to interact with the device. The cause of the damage was unknown. Although the customer¿s blood glucose level was not adversely affected, the customer was advised to continue using the current pump as a backup therapy while waiting for a replacement, which was provided by technical support. Technical support confirmed the shipping address and informed the customer about the delivery, including the absence of a signature requirement. The customer was instructed to put the pump into storage mode before returning it with a pre-paid ups label within 10 days. The customer acknowledged all instructions and understood the necessary steps to take with the replacement pump.